Event description:
It was reported that during preparation for a therapeutic transuretral resection of the bladder (turb) procedure, the electrosurgical generator displayed an intermittent insufficient conductivity error message of "e006." Due to the intermittent error code, the customer reported that the patient¿s anesthesia was extended roughly by 5-10 minutes. The intended procedure was completed with the same set of equipment. The issue did not affect the therapeutic outcome of the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field: b5, d8, d9, h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of intermittent insufficient conductivity error: e006 was not confirmed. Based on the results of the investigation, it is presumed that below are the possible causes for the event to occur- 1. The accumulation of tissue deposits on the electrodes. 2. Increased contact resistance due to poorly or insufficiently plugged contacts on the feed dog or the connecting cable. 3. Increased contact resistance due to defective contacts on the feed dog or the connecting cable. 4. The instrument is in a gas bubble during activation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the electrosurgical generator esg-400 had intermittent insufficient conductivity error: e006. The issue occurred during preparation for use for a therapeutic procedure. There were no reports of patient harm.